Event description:
It was reported the customer had several alarms in their alarm history. Customer received a signal too low alarm, displayable history check failed on startup alarm and an unexpected restart alarm. The customer's blood glucose was 82 mg/dl. The customer reported their temp basal was not programmed before the unexpected restart alarm occurred. Troubleshooting also found the insulin pump passed a selftest. Troubleshooting could not be completed. Customer was advised to moitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.